Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 165 mcg/ml at 104.38 mcg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included back and leg pain. The patient had an MRI for the patient¿s pain which was not related to the pump and a fibroma was seen. The fibroma was at the catheter tip t10. There were no patient symptoms related to the fibroma. There were no known environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was the catheter was replaced. The original catheter was left in place and tied off at the pump pocket. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.